Manufacturer narrative:
Galileo does not have capability to define mixed-field. Published limitation in labeling for galileo states that mixed-field reactions are reported as either positive, negative or equivocal.

Event description:
Customer reports sample resulted as o pos on galileo and should have been abo inconclusive because it is a subgroup of a.